Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left antebrachial artery. A 6.0mmx100mmx80cm sterling¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured. No segment of the device detached inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left antebrachial artery. A 6.0mmx100mmx80cm sterling¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured. No segment of the device detached inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination inspection revealed a 7cm longitudinal tear in the balloon wall. The tear started on the proximal side and went to almost the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination and tactile inspection presented no damage or other irregularities in the shaft of the device. Microscopic examination presented no damage or irregularities in the bonds. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).